Manufacturer narrative:
Device evaluation: two screws were returned for evaluation. Sample one the distal tip is deformed up to the third thread. This screw is also cracked at the tip indicating a misalignment during insertion. Sample two is missing its first two distal threads the third thread is deformed. This screw also has cracking at the break site. Measurement of the major diameters found each screw meets print specification. Due to the limited clinical details regarding site prep and bone quality a root cause cannot be determined. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy the surgeon attempted to insert a 7mm x 30mm biosure ha screw. While twisting the screw to the bone, the tip broke. The issue created a twenty minute surgical delay, but a backup device was on hand to complete the procedure. There were no reports of patient injuries or complications.